Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted, but only retracted partially and then stopped. The tech then attempted to retract the sleeve the rest of the way but the distal outer sleeve separated from the joiner. At this point the disc was collapsed and the entire device was removed. The staff reverted to manual compression. No injury or complications noted.